Event description:
During a low anterior resection procedure, after firing the device, the doctor didn't hear any sound and found that no staples came out. Hand suturing was used to complete the procedure. There was no pt consequence.